Event description:
It was reported that during a cryo ablation procedure the mapping catheter kinked while attempting to be reinserted, so it was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.